Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that they came in after a rainstorm but the pump did not get submersed; it only got dampened. The customer took a shower and the insulin pump alarmed the button error. The keypad of the device was unresponsive. The customer's blood glucose was 69 mg/dl, which was treated with food. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no response from the act button due to corroded keypad traces. No button error alarm was noted during testing. The rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.